Manufacturer narrative:
Additional concomitant medical products: rosiglitazone 8mg daily - 2 months; hydrochlorothiazide 25mg day - 8 months; terazosin 2mg daily - 5 months; omega 3 fish oil 1000mg daily - 3 months; centrum silver daily - 3 months; novolin 70/30 4units pm - 5 months.

Event description:
Customer reportedly received results of hi and 242 within 10 minutes on the advantage system. No blood glucose symptoms reported with these results. No action taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.